Event description:
It was reported that the bd syringe 10ml ll eurographics package seal integrity was poor/questionable. The following information was provided by the initial reporter translated from french to english: "we noticed a quality defect on the 10ml luer lock syringe packaging: the opening of the bag is too fragile and the bag is opened at the slightest handling (so the syringe is no longer sterile)."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation. Fifteen samples of 10 ml syringes were received by bd. A quality engineer was able to review the photos from lot numbers 3191193, 3208435, & 3058842 regarding material number 300912. Twelve samples were received from lot 3191193 with one sample from cavities 7 & 11, and two samples each from cavities 6, 8, 9, 13 & 15. Two samples from lot 3208534 cavities 1 & 20, and one sample from lot 3058842 cavity 10. All syringes were received with their packages, with no defects observed on any of the syringes. All samples were received in unsealed packages with all applicable product information. All samples were received with the top web portion partially torn away from the bottom web. All samples were found to have acceptable seal integrity on the package with no seal defects observed in any of the samples received. The conditions observed are acceptable per product specification. Potential root cause for the packaging seal integrity poor/ questionable could not be determined as the defect could not be confirmed. A device history record review was completed for provided lot number 3191193, 3208435, & 3058842 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.